Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was an air bubbles on the reservoir. The blood glucose level was 114 mg/dl. The size of air bubbles was found quarter inch but a little bigger that the soda pop bubble. The reservoir will return for the analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoirs per dop114-811. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Cannot performed manual test per dop114-811 appendix g to reservoir due to the reservoir dislodge (plunger to stopper-plunger).